Event description:
The customer reported an error indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The distributor provided remote technical support to the customer who had confirmed the reported issue. At the technical support's recommendation, the customer reset the connection of the flow sensor which they reported corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor provided remote technical support to the customer who had confirmed the reported issue. At the technical support's recommendation, the customer reset the connection of the flow sensor which they reported corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).